Event description:
Physician's office reproted that the cervical brush head became detached from its plastic handle during use. Physician removed the brush. No harm occurred and no additional treatment or medical intervention was necessary.